Event description:
A malfunction alarm occurred on the tandem pump, as reported by the caller, indicating a malfunction was present. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller with resetting the pump, after which the malfunction code did not recur. Cts advised the caller to continue using the pump and to call back if the issue arises again. No further information regarding the outcome was reported.